Event description:
It was reported that the insulin pump had prime/fill anomaly. Troubleshooting was done. Customer's blood glucose was 367 mg/dl. Customer was unable to exit the preparing to prime loop process and did not receive 2nd series of beeps and numbers did not appear on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. No battery alarms were noted. However, the insulin pump was received stuck in a motor error alarm loop that occurred during a bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No audio anomalies were noted. No prime anomaly could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked display window, cracked battery tube threads and minor scratches on the display window.